Manufacturer narrative:
(B)(4). Batch # u5cf8f. Investigation summary: the analysis found that one pse45a device was returned with no apparent damage and with no reload present. No functional test was performed as the device would not closed. Upon disassembling, the spring clamp release was not present not allowing the device to closed as the release bottom was not engaging. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. The condition noted on the device has been correlated to a manufacturing process. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during the endoscopic lobectomy, could not close the jaw before used on the patient. Noted that the closure trigger cannot p to p unless pushed the anvil release button back. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.